Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial and right ventricular lead exhibited noise. The doctor decided not to perform intervention and to monitor the patient for now through merlin at home monitoring and follow up checks in office. The patient was stable.